Event description:
A surgeon reports that 6 yrs following intraocular lens (iol) implant surgery, a pt reported blurry vision due to opacification of the lens. The lens was exchanged and the surgeon reports the pt's medical condition has "resolved." Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. One haptic was bent-gusset area. No deposits or opacity were observed. The optic resolution was acceptable; focal length equals a 21.5 diopter. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received.